Event description:
Patient reported a left side "pain" and "indentation. Healthcare professional later reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; deformation, fold creases, weight within specification, wear abrasion, brown particles in shell and white calcification in shell(10%), observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: no openings found. No issues found related to the manufacturing process. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.